Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery when the patella is unresurfaced at the index surgery. Patella resurfacing is an intraoperative discretionary decision of the surgeon, and this clinical decision may mitigate risk for individual patients. Actions were taken to update the instructions for use document and surgical technique to include statements informing users that outcome data reported in some registries suggest that resurfacing the patella during primary total knee arthroplasty should be considered since it may decrease the rate of revision, provided the patient¿s anatomical and clinical conditions allow. However, it is unknown if the patella was resurfaced during the index surgery; therefore, there is not enough information to relate this event with the prior actions found. Additionally, a review of the instructions for use document for knee systems revealed in the possible adverse effects section that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. The clinical/medical investigation concluded that, based on a review of the information provided, the reported fall might have been the cause of the dislocation and subsequent revision. However, it cannot be concluded there was a mal performance of the implant or implant failure. The instructions for use document for knee systems does warn that failure to use the optimum size component may result in loosening, bending, cracking, or fracture of the component and/or bone. Although the length of time the implant was in vivo unknown, we cannot rule out the jrny ii bcs xlpe art isrt sz 3-4 lt 9mm swap for a jrny ii bcs cnstrd art isrt 3-4 lt 13m ps insert may be indicative of joint laxity contributing to the dislocation, but this cannot be confirmed. The impact to the patient beyond the dislocation, the reported fall and the subsequent revision cannot be confirmed since the patient¿s status is unknown. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on an unknown date, the patient fell and dislocated the jrny ii bcs xlpe art isrt sz 3-4 lt 9mm. This adverse event was solved by a revision surgery on (B)(6) 2023, in which the insert was the swapped. Patient's status is unknown.